Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2026. It was reported that they were experiencing pain and nausea/upset stomach. It was unknown if the issue was resolved. The patient reported experiencing stomach pain and vomiting following the procedure performed on (B)(6) 2026. They also noted excessive sweating, feeling hot, and being unable to go to the bathroom. As of today, the patient stated that the vomiting has stopped, but they continued to experience pain at the incision site on the left side of their back, which they rated as 7 out of 10. They advised the patient to contact their clinician if symptoms persist or worsen, and they also notified their manufacturing representative regarding the situation.